Manufacturer narrative:
A review of the device history record (DHR) revealed no complaint related anomalies. We have consulted an experienced trauma surgeon for his independent opinion: the implant breakage is related to a delayed fracture healing respective pseudoarthrosis.

Event description:
It was reported that a humeral head plate, small, 4-hole was determined to be broken postoperatively. A revision surgery was performed on (B)(6) 2013.